Manufacturer narrative:
Continuation of concomitant products: dtbc2d1 ICD, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone. It was found on remote transmission that there were ventricular noise and oversensing episodes and short ventricle to ventricle intervals on the right ventricular lead. The right ventricular pacing coil was subsequently capped and replaced with a new pacing lead. The high volt portion of the lead remains in use. No patient complications have been reported as a result of this event.